Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. Low battery alarm and power loss alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board insulin pump was monitored and functioned properly. Unit was received with cracked retainer, minor scratched display window, missing display window cover stained keypad overlay and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a recurring replace battery now alarm without the low battery alerts. Blood glucose was 7.5 mmol/l. The customer stated that there is no damage to the battery cap and new battery has been used. Customer was advised to discontinue use of insulin pump and revert to back-up plan. Insulin pump is being replaced and expected to return for analysis.